Event description:
A report was received that the patient was explanted due to a suspected infection. The symptom was irritation. The device was working properly. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted due to a suspected infection. The symptom was irritation. The device was working properly. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.